Event description:
The patient claimed the animas insulin pump has lost 20 minutes over the past 6 weeks. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged time loss issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation of the black box information showed no time adjustments or time or date resets. The pump was exercised for 120 hours on a 1 unit per hour basal. The pump was evaluated and found to be operating within required specifications.